Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, "during the surgery, when the surgeon was reaming the patient's calcar bone, the accolade calcar planer was broken. The fragment separated into a few parts. The surgeon removed fragments of the device from the patient's body and did not find any remaining fragments in the patient's body. After surgery, the surgeon did not find any fragments in the x-ray either.